Event description:
The device used to be silent, but has started a whining tone that changes depending on inhale or exhale. Very disturbing. Prevents regular and comfortable sleep. Replacement parts are current and up to date. FDA safety report ID# (B)(4).